Manufacturer narrative:
(B)(4). Investigation and clarification of the details of the report are ongoing.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the use of transcatheter heart valves. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. In pulmonic cases, placement of the thv is typically done in a pre-stented segment of a conduit, and stable position is reliant on expanded diameter of the stent. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause of the valve embolization is unknown. It is unknown if patient or procedural factors contributed to the event. At this time, there is no information to indicate the patient¿s death was related to the failed transcatheter pulmonic valve replacement procedure. At the time of the original report, the patient¿s existing pulmonic valve had been repaired. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information was received through our implant patient registry; the patient expired four days post tavr. Multiple attempts to obtain additional information have been unsuccessful.

Event description:
During deployment of a sapien xt valve in a pulmonic position, the valve ¿fell out¿ of the pulmonic stent after deployment. An attempt was made to move the valve with the balloon to a higher position; the valve stayed in place for approximately 30 seconds and then embolized again, landing in the right atrium, according to the report. The valve was removed through surgical cut-down and the existing pulmonic valve was repaired. The patient was reported as stable and doing well.